Manufacturer narrative:
This report is submitted on june 08, 2017.

Event description:
Per the clinic, the patient experienced a magnet dislodgement following an MRI (1.5 tesla) (date not reported). Subsequently the patient underwent revision surgery on (B)(6) 2017 to replace internal magnet.